Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient was having difficulty speaking and swallowing. After visiting an ent it was determined the patient has vocal cord damage and paralysis. It was reported that the patient was put on a liquid medication because he cannot swallow a pill. Attempts to obtain additional relevant information have not been successful to-date.

Event description:
Follow-up from the physician revealed that the dysphagia was not related to stimulation as the symptoms were continuous, had begun 2 weeks after surgery and prior to starting stimulation. The dysphagia was improving steadily according to the patient. It was reported that after a laryngoscopy by the patient's ent the patient has vocal cord paralysis on the left side possibly related to surgery. The difficulty to speak was attributed to the vocal cord paralysis. No additional relevant information has been received to-date.